Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after 4-5 deployments with unacceptable thresholds, the delivery system was removed for clot check. While flushing the delivery system on the back table, a hissing sound was noted near the device cup. The leadless ipg was not implanted, a different leadless ipg system was used. Prior to the first deployment of the second leadless implantable pulse generator (ipg), flush was performed, and high threshold noted. The leadless ipg was recaptured and placed higher on the septum. Contrast was used again, and dye was noted in the pericardial space with injection of contrast. The leadless ipg was deployed and capture threshold was again high. The leadless ipg was recaptured and prior to a third attempt, the patient lost their pulse and cardiopulmonary resuscitation (CPR) was initiated. A pericardial drain was placed and pericardiocentesis was performed. The patient stabilized and another deployment of the leadless ipg in the apex was performed after a contrast injection, and high threshold was noted. The leadless ipg was recaptured and removed. The patient pulse was lost, and CPR was initiated. Pericardiocentesis drain performed. An echocardiogram showed no effusion. The procedure was terminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the shaft. The articulation of the delivery system was out of plane. The delivery system shaft was mechanically kinked/buckled. Fluid pathway leak was observed on the delivery system. The analyst noted that the delivery system was returned with the device attached. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. A kink was identified on the shaft at 4.8 centimeters from the distal end of the shaft. Curve could be applied but the distal shaft appeared to be out of plane. Observation of the handle revealed the device deployment button in the locked position, the tether retaining pin was not placed in the handle but was hanging from the tether line. When performing flush test, a leak from around the flush port knob was observed and an audible hiss was heard from the end of device cup. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mc1vr01-delsys lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.